Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred. Data was evaluated and the allegation was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. A reportable finding of a failed transmitter was observed. The allegation was confirmed. The root cause was determined to be low battery. No injury or medical intervention was reported.